Event description:
It was reported that the user experienced persistent hyperglycemia around 400 mg/dl while using the ilet and had announced meals that did not occur, using meal announcements as corrective actions; a fingerstick reportedly confirmed the elevated glucose, and the user was guided to replace the infusion set, tubing, and cartridge after initially wishing to reuse the cartridge. Symptoms included hyperglycemia. Outcomes included troubleshooting and education to change the infusion set and related supplies, and instruction to contact a healthcare provider for ketone testing. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed that improper therapy management and a probable infusion set or supply issue were suspected, as the user observed drops during priming and proceeded with a full supply change. It was concluded that the event was consistent with hyperglycemia with cause unclear and possibly related to infusion delivery or user handling, and the user was advised to monitor and call back if symptoms did not improve. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.